Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: the procedure was open colectomy. The blade was broken into the patient and the broken blade was retrieved from the patient with a pair of tweezers. No pieces was left inside. The broken blade tip won¿t returned with the device.

Event description:
It was reported that during an unknown procedure, the blade was broken off during use. No pieces were left inside the patient.. Another device was used to complete the case. There were no adverse consequences to the patient.